Event description:
The second b. Braun primary tubing, no filter, found with a black residue in the drip chamber, same lot number as the last one. Manufacturer response for primary IV tubing no filter, infusomat space pump IV set (per site reporter). Waiting on response.